Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (2,000 mcg/ml, 6,000 mcg/day) via an implantable infusion pump for spinal pain. On (B)(6) 2018, the patient was in the emergency department (ed) experiencing symptoms of overdose. The patient was "responsive to narcan being given". The patient's pump was filled on (B)(6) 2018. It was stated, "they are not expecting pocket fill but that the drug may have 'leaked out'". The rep stated that the drug was taken out by the hcp and injected back in. The hcp checked the programming and t was correct, there were no changes to dose per day and no boluses performed. An additional call was received that also stated that they had a lateral x-ray image of the pump which seemed to indicate that the reservoir was full.